Manufacturer narrative:
Philips service replaced the sbc board and x-ray tube, and restored the system. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that an x-ray tube defect was identified outside clinical use on a allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.